Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that the patient had been intubated for pneumonia. The cause of the pneumonia is unknown. On (B)(6) 2016, the patient started experiencing bradycardia that lowered his heart rate into the 60s (for beats per minute) every 3.5 minutes. At that time, the patient's vns was programmed to 30 seconds on and 3 minutes off. It was also noted the patient had plural effusion, which had enlarged and put pressure on the cavity, which initiated the vns and caused the bradycardia. The physician stated the duty cycle was lowered to 21 seconds on and 5 minutes off, and the output current was also lowered. Lowering the patient's vns duty cycle and output current resolved the issue. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician that the pneumonia was not caused by or related to vns. Additionally, the patient's vns therapy settings were reported, but no diagnostic results were reported.